Event description:
The customer reported that a patient death occurred while the patient was being monitoring on a philips information center device. The customer noted that wave gaps were noted but did not elaborate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.